Event description:
Device was removed from the pt due to fluid loss -right cylinder. Another device was implanted.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder had a wear hole in inner tube